Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that the following led to the malfunction: electrical/electronic component problem; known inherent risk of device. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The flex deflectable videoscope was returned to the service center with a report of air leakage from the bending rubber section and connector. A suspected misalignment at the center of the distal end. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, image distortion was found. There was no patient involvement.